Manufacturer narrative:
The reported event of lymphoma-alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details is not available. Reason for reoperation: suspicion of lymphoma-alcl this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports via news article "stage two lymphoma" and "crippling pain". Patient also experienced "endless health problems, unwell escalating in rapid weight loss, hair loss, blindness and [patient's] arms were so sore [patient] could barely lift them; these events are not device related. This record is for the left side. The device has been explanted. Histopathological markers were not provided.